Manufacturer narrative:
(B)(4).

Event description:
Tt implant, the leads were placed and tested with good numbers through the analyzer. After the leads were hooked up to the device and the device was placed in the pocket, the mode was changed from doo to ddd, and then the leads were tested through the device. The atrial lead was showing intermittent noise, sensing ranging from 0.3 to 2mv, and a bipolar impedance <100. An x-ray was performed and it was noted the set screw looked alright. The device was then removed from the pocket and the connection looked fine. It was thought that maybe the lead got nicked and was damaged, so the physician positioned a new atrial lead and removed the first one. While the set screw was being screwed onto the new lead, it made a very uncharacteristic "crunchy" noise. Testing through the device revealed the screw being screwed in. The associated pacemaker was explanted and returned, along with this lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the surgery. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.